Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances on the superior vena cava (svc) coil. The coil was programmed off. The lead later exhibited low pace/sense impedances, short v-v intervals, and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava de fibrillation cable developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv coil exhibited low impedances.